Event description:
It was reported that unplanned sedation occurred. A 135cm x 50cm ekosonic endovascular device was selected for use in a unilateral case to treat a peripheral arterial occlusion (pao) in the right leg. After 4hours and 30 minutes of therapy runtime, the ekos helpline was called due to an e311 no transducer groups enabled alarm on channel b. It was also reported that the patient woke up agitated, confused, and uncooperative. The patient attempted to get out of bed and walk. Therefore, the patient was sedated. In an attempt to troubleshoot the alarm, the unit was reset, and connections were checked. Swapping the device to channel a and a hard reboot were both unsuccessful. Since troubleshooting was unsuccessful, the options were to run the catheter as a standard drip catheter or have the physician come back to exchange the catheter. The patient was in an agitated slumber. No further complications reported. It was further reported that the ultrasonic core was kinked upon insertion. The procedure was completed using the catheter as a standard drip catheter. The clot was resolved, and the patient was discharged.

Event description:
It was reported that unplanned sedation occurred. A 135cm x 50cm ekosonic endovascular device was selected for use in a unilateral case to treat a peripheral arterial occlusion (pao) in the right leg. After 4hours and 30 minutes of therapy runtime, the ekos helpline was called due to an e311 no transducer groups enabled alarm on channel b. It was also reported that the patient woke up agitated, confused, and uncooperative. The patient attempted to get out of bed and walk. Therefore, the patient was sedated. In an attempt to troubleshoot the alarm, the unit was reset, and connections were checked. Swapping the device to channel a and a hard reboot were both unsuccessful. Since troubleshooting was unsuccessful, the options were to run the catheter as a standard drip catheter or have the physician come back to exchange the catheter. The patient was in an agitated slumber. No further complications reported. It was further reported that the ultrasonic core was kinked upon insertion. The procedure was completed using the catheter as a standard drip catheter. The clot was resolved, and the patient was discharged.

Manufacturer narrative:
Correction to h6: evaluation conclusion code.

Event description:
It was reported that unplanned sedation occurred. A 135cm x 50cm ekosonic endovascular device was selected for use in a unilateral case to treat a peripheral arterial occlusion (pao) in the right leg. After 4hours and 30 minutes of therapy runtime, the ekos helpline was called due to an e311 no transducer groups enabled alarm on channel b. It was also reported that the patient woke up agitated, confused, and uncooperative. The patient attempted to get out of bed and walk. Therefore, the patient was sedated. In an attempt to troubleshoot the alarm, the unit was reset, and connections were checked. Swapping the device to channel a and a hard reboot were both unsuccessful. Since troubleshooting was unsuccessful, the options were to run the catheter as a standard drip catheter or have the physician come back to exchange the catheter. The patient was in an agitated slumber. No further complications reported.